Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
It was reported that the ventilator had an error code indicating pressure regulation high. There was no patient involvement. The customer inspected the device. The central processing unit board was replaced to address the reported issue.